Event description:
Hcp reported that pt returned for refill and had been suffering from drug withdrawal symptoms. She had been receiving sufenta in her pump so did not suffer from any serious symptoms requiring emergency or hospital treatment. A catheter study and rotor study were conducted. The rotor study confirmed that the pump was stalled.